Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and other manufacturer right atrial lead had observations of noise that was oversensed by the respiratory rate trend (rrt) feature. The physician decided to turn the rrt off, as they were not using that feature. There was no report of high impedances. The device remains in-service. No adverse patient effects were reported.